Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injury"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), nervous system disorder ("neuro conditions/problems"), visual impairment ("vision problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018 (hysterectomy full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hormone level abnormal, tooth disorder, nervous system disorder, visual impairment, fatigue and weight increased had resolved and the hypersensitivity, dermatitis allergic, allergy to metals, psychological trauma, cystitis, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, allergic rash, nickel allergy, psychological injury, bladder infection., bladder problems., urinary problems, vaginal discharge,hormonal changes, dental probs., neuro conditions/problems, vision problems, fatigue, weight gain. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added ¿injury¿ was replaced with ¿ pelvic pain¿. New events ¿abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, allergic rash, hypersensitivity, psych injury, vaginal discharge, bladder problems, bladder infection, urinary problem, other injuries/symptoms: fatigue, dental problems, weight gain, hormonal changes, neuro conditions/problems, vision problems¿ were added. Essure confirmation test was not performed. Patient demography was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.